Event description:
It is reported that the device was implanted in late 2004, and the pt was revised in 2008, due to aseptic loosening.

Manufacturer narrative:
Evaluation summary: no x-rays or product have been provided. The exact cause cannot be definitively determined. Evaluation: method and results- review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.